Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was discovered the atrial lead exhibited low p-wave amplitude sensing, high capture thresholds, intermittent sensing, and intermittent loss of capture. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of low p-wave amplitude sensing, high capture thresholds, intermittent sensing, and intermittent loss of capture were not confirmed. A complete lead was returned in one piece for analysis. Visual and electrical testing were normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was discovered the atrial lead exhibited low p-wave amplitude sensing, high capture thresholds, intermittent sensing, and intermittent loss of capture. The lead was explanted and replaced. The patient was in stable condition.